Event description:
It was reported that a malfunction occurred, indicated by a software error. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, remaining within a normal range. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.